Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, multigravida (4) and dermoid cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), neuromyopathy (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and blood loss anaemia ("blood transfusion for severe anemia"). The patient was treated with surgery (total hysterectomy; right salpingo- oophorectomy; left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, neuromyopathy, dysmenorrhoea and blood loss anaemia outcome was unknown. The reporter considered allergy to metals, blood loss anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, neuromyopathy, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-13089) which will be deleted from bayer safety database after all information was transferred to this case (B)(4) which will be retained. New: social media reporter was added. Event term "anemia" was recoded to "blood loss anemia". No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, multi gravida and dermoid cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), dysmenorrhoea ("dysmenorrhea") and anaemia ("blood transfusion from severe anemia"). The patient was treated with surgery (total hysterectomy; right salpingo- oophorectomy; left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, neuromyopathy, dysmenorrhoea and anaemia outcome was unknown. The reporter considered allergy to metals, anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, neuromyopathy, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, multi gravida and dermoid cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems"), dysmenorrhoea ("dysmenorrhea") and anaemia ("blood transfusion from severe anemia"). The patient was treated with surgery (total hysterectomy; right salpingo- oophorectomy; left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia, neuromyopathy, dysmenorrhoea and anaemia outcome was unknown. The reporter considered allergy to metals, anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, neuromyopathy, pelvic pain and urinary tract disorder to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.